Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the his bundle (right ventricular (rv)) lead. It was further reported by the patient that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.